Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had secondary bleeding in tonsil bed 5 days after surgery that required re-coagulation of tissue in a secondary surgery. No primary bleed reported post-op. No information on the amount of blood loss or secondary surgery is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.